Event description:
Caller reported compact plus system blood glucose results 24 mg/dl and 128 mg/dl within 10 minutes. Caller reported a separate comparison on the same system of 25 mg/dl and 113 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.